Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, and technical support was unable to confirm battery depletion concern, with no additional information received regarding timing or outcome of event.